Manufacturer narrative:
Additional information was received on january 21, 2024, and h11 should be reported as. The manufacturer was contacted in rep dream station auto CPAP, dom - recrt. The patient previously alleged eye irritation nose irritation respiratory tract irritation asthma (new or worsening) inflammatory response other. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected. Evaluation method code grid, evaluation results code grid, conclusion code grid was updated.

Event description:
The manufacturer was contacted in rep dreamstation auto CPAP, dom - recrt. The patient alleged eye irritation nose irritation respiratory tract irritation asthma (new or worsening) inflammatory response other. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.